Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5 with enlarged atrium. The clip was advanced to the tricuspid valve. Independent grasping was performed to grasp the anterior and septal leaflets. The clip was closed to 60 degrees and then was locked; the clip then was fully closed, and significant tr reduction achieved. During deployment process, the clip failed establishing final arm angle test. Troubleshooting was performed: unlocked the clip, opened the clip again to 100 degrees, immediately locked the clip, completely closed the clip, repeat final arm angle, final arm angle failed. The clip was opened and retracted to the atrium. A second troubleshooting was performed: lock the clip, fully close the clip, try again the final arm angle, failed again. The clip was removed and replaced with another clip. The new clip was implanted with no reported issue, reducing tr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, the cause for the unintended movement (clip open ¿ efaa) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).